Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Unable to perform the displacement test due to the constant motor alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.